Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total prolift augmented vaginal reconstruction (bilateral sacrospinous vault suspension, anterior repair, posterior repair, and enterocele repair) and cystoscopy due to severe pelvic relaxation, status post failed procedure 3 years ago and significant pelvic muscle spasm disorder with voiding dysfunction. It was reported that following insertion patient experienced pain, recurrence, dyspareunia and urinary and bowel problems. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.